Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although the product was not returned and implant data card indicated device deficiency, there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure. The cause of the event cannot be determined.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 21mm aortic valve was explanted after implant duration of three (3) years, four (4) months, due to unknown reasons. The explanted device was replaced with a 23mm aortic valve. Per implantation data card, explant was due to deficiency of the valve. Concomitant coronary artery bypass was performed. Patient post-operative status noted as in recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted once new information is received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.